Manufacturer narrative:
The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The events were unable to be confirmed due to lack of returned device or relevant imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, upon withdrawal of the commander delivery system, the distal balloon remained partially expanded and when attempting to pull back the balloon inside the esheath, it did not fully enter inside the esheath. Per follow up information, team feel operator error and full volume was not removed from the balloon prior to withdrawal. Per procedural training manual, the user is instructed to ensure that the balloon is completely deflated prior to withdrawal. In this case, there was no allegation of device malfunction and the event is likely due to use error. As such, available information suggests that use error (incomplete deflation) may have contributed to the reported event. As reported, the tavi CT showed a double right angle tortuosity with calcification in the right iliac artery. CT may have under-estimated the degree of heavy calcification within the area of tortuosity calcified and tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment during withdrawal of the delivery system. Additionally, the withdrawal of the delivery system was attempted with remaining fluid in the balloon. The increased balloon profile is much more likely to interact with sheaths tip during withdrawal, causing the balloon not to fully enter into the sheath as reported; and therefore, leading to the reported withdrawal difficulty. In such condition, attempts to remove the delivery system with extra force can cause vasculature complication. In this case, it was resulted in iliac dissection and patient passed away due to large blood loss. Available information suggests that patient (calcification, tortuosity) and/or procedural (non-coaxial retrieval, remaining fluid in balloon) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure. In this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilia-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest the cause of the event could not be determined based on the limited information received. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. For index procedure events: the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : not returned.

Event description:
As reported through edwards lifesciences affiliate in the united kingdom, after successful implantation of an edwards lifesciences valve (unknown model), during removal of the commander delivery system, an unspecified vascular complication occurred requiring vascular surgeon to open the vessel to repair. The patient expired.

Event description:
Additional information/corrected data: as reported through edwards lifesciences affiliate in the united kingdom, regarding a 29mm sapien 3 valve in aortic position by transfemoral approach. The tavi CT showed double right angle tortuosity with calcification in the right iliac artery. CT may have under estimated the degree of heavy calcification within the area of tortuosity. During procedure, upon withdrawal of the commander delivery system, the distal balloon remained partially expanded and when attempting to pull back the balloon inside the esheath, it did not fully enter inside the esheath. The catheter was pushed forward inside a stiff wire then the delivery system and esheath were both pulled back. The partially inflated balloon(not totally deflated due to user error) caused damage (tear) to the right iliac artery resulting in severe hypotension due to large blood loss. Full resuscitation with 2 anesthetists was done with fluid and inotropes. Injection was performed through the contralateral femoral artery which confirmed extravasation of contrast indicating bleeding. The bleeding was tried to fix. Despite all resuscitation efforts, patient passed away.

Manufacturer narrative:
Corrected data: the reported event was unable to be confirmed due to lack of returned device nor relevant imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per follow up information, team feel operator error and full volume was not removed from the balloon prior to withdrawal. In this case, the withdrawal of the delivery system was attempted with remaining fluid in the balloon. The increased balloon profile is much more likely to interact with sheaths tip during withdrawal, causing the balloon not to fully enter into the sheath as reported; and therefore, leading to the reported withdrawal difficulty. In such condition, attempts to remove the delivery system with extra force can cause vasculature complication. In this case, it was resulted in iliac dissection and patient passed away due to large blood loss. Per procedural training manual, the user is instructed to ensure that the balloon is completely deflated prior to withdrawal. In this case, there was no allegation of device malfunction and the event is likely due to use error. As such, available information suggests that use error (incomplete deflation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.